Event description:
It was reported that the patient (pt) has had pain in their arm since christmas and had physical therapy, they finally got a CT scan last week and it showed 4 tears in the arm so they have to get a complete shoulder replacement surgery on the same side as where their dbs is and have noticed muscle pain and pain where the ins is located. While they are charging and their ins never charges further than 75%. Further clarification revealed pt charges while sleeping, they have all the coupling boxes filled in black but in the morning the ins is only at 75%. Patient services (pss) reviewed some recharging best practice and recommended patient try to charge while they are awake to see if that helps with being able to charge to 100%. Pt said they have a they already cut one muscle off and dropped it down to their arm. Pt also mentioned they think they have 2 rechargeable dbs implants and can't tell if that other one is working or not, pt said there is an adaptor and clarified they put in an adaptor on the one dbs. Pt said they recharge 2 stimulators the other one is on the other shoulder but did not have the ID card for it and did not provide a date their other stimulator was implanted. Pt confirmed their other stimulator does not cause pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.